Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pump was explanted as the patient began to experience increased pain. Another pump system was implanted and the patient is doing well with the pump therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted on (B)(6) 2016. The reason for the explant is unknown at this time.

Manufacturer narrative:
The pump evaluation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. Internal complaint number: (B)(4).